Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted; the circular seals were cut. One obturator was received. The trocars and cannulas appeared intact. Pmv performed functional testing and the devices failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cuts in the circular seals may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic-assisted vaginal hysterectomy, 2 hours after starting of the operation, the devices made strange noise, and there is a pneumoperitoneum leak on the other device, they replaced the two of the devices, but the pneumoperitoneum leak did not stop. There is no known injury or consequences reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.